Manufacturer narrative:
No visual inspection was performed as the lenses remain implanted. The reported complaint could not be verified. Manufacturing records review: since the serial numbers are unknown the manufacturing records cannot be reviewed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Catalog #: pcb00 intraocular lens was indicated; however a complete catalog number is unknown as the serial number was not provided. There is no indication at the time of this report that any of the lenses have been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that for pcb00 intraocular lens (iol), haptic sticks to optic for estimated 2 out of 10 lenses implanted by this customer. No further information was provided.

Manufacturer narrative:
Corrected information: the following information was inadvertently not included in the initial MDR: date received by manufactured is 02/24/2016. All pertinent information available to abbott medical optics has been submitted.